Event description:
It was reported that the patient experienced chest pain, sinus tachycardia, and elevated troponin. After a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced sharp right midsternal chest pain that comes and goes, lasting approximately five seconds. The pain was worse with movement and inspiration, but the patient denied radiating pain, shortness of breath, diaphoresis, or heart palpitations. It was noted that the patient was hospitalized. Sinus tachycardia was noted with premature atrial contractions (pacs) on an electrocardiogram (EKG) at a rate of 80bpm. The qtc interval was 426ms. A possible left ventricular hypertrophy (lvh) was noted, though not confirmed, and the patient had a borderline ECG. Lab studies confirmed the patient had a stable complete blood count (cbc), their glucose was 156 but otherwise had a stable comprehensive metabolic panel (cmp). The patient had elevated troponin, two tests were taken with the first at 0.092 and the second at 0.084. Chest x-ray showed no acute findings, and an echocardiogram also showed normal findings. The patient was discharged from the hospital.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.